Event description:
Following a pta/stent of the subclavian artery, an angio-seal device was placed. The physician, who is an experienced user of the device, noted that the collagen was unusually easy to tamp with the tamper tube. Bleeding was continuous, but not pulsatile, following device deployment. Manual pressure was held for a duration of 40 minutes, followed by femostop placement at 60 mm hg. A short time later the pt's distal pulses were noted to be absent, and she was taken to surgery where the device was removed. Follow-up with the site confirmed that the pt did well post-operatively and was discharged home soon thereafter. As complications or sequelae made to the MFR.